Event description:
A false positive advia centaur xp hbsag result was obtained for a patient sample. The result was reported to the physician. The physician questioned the result. Repeat testing was performed on the initial sample on two separate instruments and the results were negative. The negative result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) result is unknown. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.